Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. It was reported the pump was alarming with a long beep every hour. The pump was implanted in 2016. The pump had not yet been interrogated yet. Additional information received stated that the pump stalled and the pump did restart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.